Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that the right ventricular (rv) lead exhibited high impedance, which triggered a lead alert, and noise with inhibition. A fracture on the rv lead was confirmed. The implantable pulse generator (ipg) was reprogrammed then the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.